Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet displayed alert 42 and would not proceed with a rewind during cartridge and tubing change, resulting in a failure to infuse; a replacement was arranged and the original will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an insulation problem and implicated a component failure associated with the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.